Event description:
Approximately one year post procedure, the patient under went a second procedure to treat a reoccurrence of the aneurysm. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that the directions for use notes that multiple procedures may be required to occlude an aneurysm. Therefore it was determined that the reported event was an anticipated procedural complication.